Event description:
It was reported that the day after implant, both the atrial and right ventricular (rv) leads exhibited undersensing and a loss of capture. The patient reported reaching both arms over the shoulder while taking a shower, and the leads were determined to have dislodged. The patient developed pacemaker syndrome as a result due to loss of a-v synchrony. The leads were both repositioned, and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)